Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 14moff-nor drawer failed. No on-screen option was available to initiate recovery. The nurse reported being unable to access medications from the drawer, and the technician was also unable to open it. The customer rebooted the system, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer was not displayed on the screen to recover. The field service engineer (fse) disconnected the ethernet cable from the docking station to the communication sled and restarted the application to allow all hardware to fail. The fse then reconnected the cable and restarted the application. After rebooting, all drawers and cubies were detected, and the failed-hardware icon was no longer present. The system functioned as intended after the field service engineer troubleshot the device.